Event description:
It was reported the device had a force sensor won't calibrate. No patent injury reported.

Manufacturer narrative:
The device was received with both seals intact and cracked on right plunger case and battery door. The history log showed force sensor bridge test. Power up process, check and test force sensor showed all though all the reading of force sensor within the required specs, force sensor bridge test was found at power up, also the value of the force reading is fluctuating constantly. The tests were unable to determine, no physical or any other damaged was found on force sensor or plunger cable. Th root cause unable to determine. The tech replaced force sensor and plunger cable. Performed pm maintenance and all functional testing which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).